Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported no stimulation. The implantable neurostimulator (ins) quit working and the patient stated he never saw an elective replacement indicator (eri) or end of service (eos) message. It would not shut off and was doing ¿all kinds of weird stuff.¿ this issue was noted to have occurred on (B)(6) 2016. It was noted the patient had another surgery and wanted to speak with a manufacturer's representative. Relevant medical history included post lumbar laminectomy syndrome.

Event description:
Additional information received reported that the battery was worn out. The patient has fallen many times and knocked the charge out of the battery. They reported that the patient got their device checked and also got no response from the stimulator. The patient was told that they needed a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.